Manufacturer narrative:
(B)(6). The actual device was returned for evaluation with an unspecified defect. Reliability engineering evaluated the device and observed that the upper trigger/slider was blocked and jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the compact air drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the upper trigger/slider was blocked and jammed. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.